Event description:
The pt was brought to the operating room and placed on the operating room table in the supine position. The anesthesia team performed general anesthesia and intubated the patient with a single-lumen endotracheal tube. The abdomen was prepped and draped in the usual sterile fashion. The umbilicus was inverted with 2 adson's and using a 15 blade the skin and simultaneous tissue were dissected downward. Next it was noted that the patient had an umbilical hernia this defect was dilated using a clamp. Next a 12 mm step trocar was placed under direct visualization without any complication. The abdomen was insufflated to 15 mmhg with good pneumoperitoneum low opening pressure and good flow. A 10 mm 30° scope is placed in the abdomen the abdomen was inspected in all 4 quadrants as well as the insertion of a port site without any trauma. Two additional 5mm trochars were placed, 1 handbreadth superior and in the left lateral abdominal wall in the right lateral abdominal wall. These were placed under direct visualization without any trauma. Next using blunt graspers the right diaphragm was grasped and retracted toward the foot of the bed. It was shown that there was a large amount of laxity in the anterior posterior regions of the right diaphragm. Once grasping the diaphragm an endo gia stapler was inserted into the 12 mm port, and a purple staple load was fired across the diaphragm. This was repeated an additional 2 times to transect the excess diaphragm. Unfortunately during the third firing, the stapler jammed and had to be opened. There was concern that the staple line was not completely sealed and we plan to return to seal it later on in the case. Because the endo gia stapler misfired, we switched to a echelon endostapler. In order to accommodate the echelon stapler the right lateral 5 mm port was upsized to a 12 mm port. We fired a 45 mm staple load across the remaining diaphragm and on her last staple fired the echelon stapler jammed as well. We had to use endo scissor to cut the stapler free. The stapler as well as the diaphragm was removed from the abdomen. Because we had to cut the diaphragm free, this created a small 1 cm defect in the diaphragm which was noted. This was noted in the medial posterior aspect of the diaphragm. We then sutured the 1 cm defect with ethibond 2-0 sutures in a figure-of-eight fashion laparoscopically with 2 stitches. This sealed the diaphragmatic defect appropriately. We then inspected the remaining staple lines and the third staple line as mentioned before had areas in which the staple line was not completely everted. We then sutured along this staple line with 5 interrupted 2-0 ethibond sutures. The last of which in the inferior margin of the staple line or figure-of-eight's. During the entire operation the patient remained hemodynamically stable and had stable ventilatory settings. We reexamined all of her staple lines including the initial defect that was created in the medial posterior aspect of the diaphragm all of them were to our satisfaction. We then desufflated the abdomen under direct visualization in the liver covered the diaphragm staple lines. All the ports were removed. The right lateral and umbilical port sites had the fascia repaired with 2-0 vicryl figure-of-eight sutures. The umbilical port site required 1 additional simple interrupted 2-0 vicryl suture into the fascia. On the right lateral port site 3-0 vicryls were used to reapproximate the subcutaneous tissue. The 10 cc of 1% lidocaine were used to infiltrate the skin in the port sites. The port sites were all closed with 4-0 monocryl in a subcuticular interrupted fashion. Dermaflex was then placed over all 3 incisions. Patient awoke from general anesthesia without any complications and was transferred stably to the pacu.